Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary, the complaint device was received at the service center and evaluated. It was reported that wireless pedals will not pair. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the battery tray assembly was corroded causing pairing failure. Further, minor scratches were identified with the device upon decontamination. The battery tray assembly was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the battery tray assembly is responsible for the corroded battery tray assembly which would have caused the customer to experience the pairing failure. Further, the minor scratches on the device is most likely a result of user mishandling, probably during transport or storage of the device. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the vapr vue wireless footswitch device would not pair. During in-house engineering evaluation, it was determined that the battery tray assembly was corroded causing the pairing failure. There was no procedure nor patient involvement reported. No additional information was provided.